Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained by the laboratory personnel. The customer removed and reinserted the positive test cartridge to repeat the test and the second result was negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. A repeat test was performed using the same sample and the result was negative. The customer stated they are testing asymptomatic students for screening purposes. This test is not intended for use on asymptomatic patients and was therefore used off label. The initial positive result was discarded, and there was no report of patient impact.eua#: (B)(4).

Manufacturer narrative:
The following fields were corrected with corrections: d.2. Type of device: qkp; common device name: (B)(6)

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained by the laboratory personnel. The customer removed and reinserted the positive test cartridge to repeat the test and the second result was negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. A repeat test was performed using the same sample and the result was negative. The customer stated they are testing asymptomatic students for screening purposes. This test is not intended for use on asymptomatic patients and was therefore used off label. The initial positive result was discarded, and there was no report of patient impact.eua#: eua(B)(4).

Manufacturer narrative:
H.6. Investigation summary: batch record review for batch #: 0205578 did not determine any root cause associated with the manufacturing that may have led to the root cause. False positive is determined to not be a result of errors in the manufacturing process of the device. During intake, it was found that testing was conducted on asymptomatic patients. The bd veritor sars-cov-2 test package insert instructs that testing is to be performed on individuals who are suspected of covid-19 by their healthcare provider within the first five days of the onset of symptoms. Performance of the assay has not been assessed in asymptomatic patients. The level of viral material present in asymptomatic patients is not well characterized. Review of the testing from the reader found the following (pir 1742367 - reader images.pptx): reader s/n: (B)(6) (specimen ID: (B)(6)): images on the reader were reviewed for these positive results. It was noted that the customer repeated the testing on the same specimen ID resulting in four consecutive results on the reader. The first result for the specimen ID was positive, subsequent results for the specimen ID were negative. Review of the images showed the presence of a smear. For the first positive result, smear was visible in the reader image in the test window region. The reader detects this smear and produces a positive result. In subsequent images, the smear can be observed migrating toward the positive control line. Reader s/n: (B)(6) (specimen ID: (B)(6)): images on the reader were reviewed for these positive results. It was noted that the customer repeated the testing on the same specimen ID resulting in six consecutive results on the reader. The first result for the specimen ID was positive, subsequent results for the specimen ID were negative. Review of the images showed the presence of a smear. For the first positive result, smear was visible in the reader image in the test window region. The reader detects this smear and produces a positive result. In subsequent images, the smear can be observed migrating toward the positive control line. Per idsqp1400 revision 01 (a) 5.8.10 ¿if the complaint is in regards to the product being used outside its intended use, select ¿unconfirmed¿ in the confirmation field in the product grid.¿ the complaint is determined to be unconfirmed as the testing was conducted on asymptomatic patients. This is outside of the intended use of the product. H3 other text : see h.10.

Manufacturer narrative:
Eua#: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay false positive results were obtained by the laboratory personnel. The customer removed and reinserted the positive test cartridge to repeat the test and the second result was negative. The cartridges are single use and should not be re-run, as indicated in the instructions for use. A repeat test was performed using the same sample and the result was negative. The customer stated they are testing asymptomatic students for screening purposes. This test is not intended for use on asymptomatic patients and was therefore used off label. The initial positive result was discarded, and there was no report of patient impact. Eua#: (B)(4).